Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used to perform a sphincterotomy during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2009 ( the patient was reported to be over 18 years old). According to the complainant, during the procedure, the wire broke during the sphincterotomy. The procedure was completed with the subject device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).